Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported that during a laparoscopic cholecystectomy the device had a white piece of the tissue pad separate from the clamp arm and fell off. No piece fell into the patient. There was no error message displayed on the generator. They used another like device to complete the procedure. There was no consequence reported to the patient.